Event description:
It was reported that insulin gauge displayed amount different than expected, showing a fill estimate of 0 units and a minimum fill notification while customer was attempting to load a new cartridge, and caller later stated cartridges were mixed up or needle use was incorrect due to user error. There was no adverse impact to the customer's blood glucose level. Customer first filled new cartridge independently and resumed insulin successfully, and later, with spouse¿s help, loaded cartridge correctly; no issues were reported with pump or supplies and no further assistance was needed from technical support.